Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a catheter became stuck on a guide wire. The target lesion was located in the superficial femoral artery. The 6 x 79 x 1350 sentinol biliary stent was deployed successfully. While removing the sentinol catheter, it became stuck on another manufacturer's guide wire. The entire system was removed and access was rewired and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a guide wire lodged inside the wire lumen. There was dried blood in the inner hub, at the distal tip and throughout the length of the device. The guide wire protruded 49cm proximally and 53.5cm distally from the sentinol device. The catheter was soaked in a bath of circulating water to attempt to dissolve the dried blood however the wire still could not be withdrawn from the lumen of the sentinol device. There was no evidence of any specification non-conformances related to the sentinol device. It appeared that dried blood in the wire lumen of the sentinol device contributed to the confirmed wire-catheter interaction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be use/user error as the dfu states that the device is indicated for transhepatic palliation of malignant neoplasms in the biliary tree. (B)(4).

Event description:
It was reported that during a percutaneous treatment procedure, a catheter became stuck on a guide wire. The target lesion was located in the superficial femoral artery. The 6 x 79 x 1350 sentinol biliary stent was deployed successfully. While removing the sentinol catheter, it became stuck on another manufacturer's guide wire. The entire system was removed and access was rewired and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.